Manufacturer narrative:
H10: the suspect device has not been returned for evaluation. However, vyaire received logs from biomed and confirmed cfb error. Initiated to ship a new main board to customer. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us had a shutdown error message on screen: decommission vent during patient use. Furthermore, customer confirmed that the patient was manually ventilated (bag valve mask) and placed to a new vent but no patient harm associated with the event.

Manufacturer narrative:
Correction:d4:corrected UDI informationh4:corrected device manufacturer date

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation, however, a definitive root cause couldn't be determined. Log file evaluation (non return analysis)- investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". According to imt the reason for the failure is "when o2 suction is started, the value displayed on the fio2 setting button is exchanged. The source for the value is no longer the fio2 setting itself but rather a new value which represents the oxygen concentration applied during the o2 suction. This value is not directly editable. Once the o2 suction is stopped the old value is restored and the fio2 setting can be edited again. Apart from activating/deactivating o2 suction there exist other events that influence how the fio2 setting button is displayed and how it behaves. As it turned out, there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the ¿uneditable¿ value once it is selected. That in turn causes the software to hang forever". As a resolution, a bug fix improvements will be implemented on next sw release. Fa lab investigation (return analysis)- no functional or performance issues were found.